Manufacturer narrative:
The reported device was not available for evaluation and a lot number was not provided. Without the lot number, we are unable to review the device history records. Without the reported device we were unable to confirm the reported issue and determine a root cause. Trending for the reported issue on this product had not been detected. If the device becomes available for evaluation, an investigation will be conducted and a follow-up report will be made.

Event description:
Laparoscopic needle tip broke off during removal of a cyst. X-ray did not show tip in patient, but tip was not found. Additionally, account stated the patient was given extra anesthesia while staff and physician tried to locate the broken piece. The broken piece was not located.